Event description:
It was reported that during a da vinci radical nephrectomy procedure, a burn hole was noticed on the tip cover accessory of the monopolar curved scissors instrument while the instrument was inside the patient. The instrument had been in use for 92 minutes when the event occurred. The tip cover was replaced with a tip cover of the same type and the procedure was successfully completed without significant delay. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00395.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the reported complaint, engineering observed small pinholes burned through the silicone. In addition, there are various tears in the silicone. A hole, roughly .020" in diameter, was located .150" above the gray plastic sleeve. Material is removed from the outer surface of silicone at the hole, suggesting heat/electrical energy caused the hole. There is also a tear cutting through the middle of the hole which may have created a path for arcing. There are two mechanical tears in the silicone above the hole, and two larger tears at the tip of the silicone. Tears are likely due to contact with another instrument. Video of procedure shows various instances of the tip cover accessory being nicked by other instruments and monopolar curved scissors instrument articulated in ful pitch and yaw, stretching the silicone. At 1.5 hours into procedure, video shows two successive instance of arcing though the tip cover. Observation of the tip cover position during arching appears to indicate electrical energy went through the mechanical tears, not the hole. Video does not show any other clear evidence of arching.